Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced persistent moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh and linx device implantation occurred without issue on (B)(6) 2018 by dr. (B)(6). An esophagogastroduodenoscopy (egd) with balloon dilation was performed. Device explant due to persistent moderate dysphagia occurred without issue on (B)(6) 2018 by dr. (B)(6). Device was found in the correct position/geometry.